Manufacturer narrative:
This medwatch is for inform system 2. Please see medwatch with patient identifier (B) (6) for report on inform system 1.

Event description:
It was reported that a patient underwent an eye surgical procedure on an unknown date and suture was used. The patient experienced pain on eye movement and the conjunctiva remained red and elevated. At ten days post-operative, the patient developed granulomas at the sites of the suture knots. The patient was given steroid eye drops. By six weeks post-operative, the patient was comfortable and the event was resolved.

Event description:
Caller reported treating the customer with with juice, 1 amp dextrose 50 % 250 mlpv per hour in response to a lab blood glucose result of 42 mg/dl at 2:20 pm. Reported an inform system 1 blood glucose result of hi, which on the inform system indicates a result in excess of 600 mg/dl, at 2:53 pm, an inform system 2 result of 38 mg/dl at 2:56 pm. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.